Event description:
According to the facility on (B)(6) 2025 the "patient's temp sensing foley (catheter) has been putting out little to no urine for 6 hours, the patient was still having wet diapers so assumed foley was leaking".

Manufacturer narrative:
According to the facility on (B)(6) 2025 the "patient's temp sensing foley (catheter) has been putting out little to no urine for 6 hours, the patient was still having wet diapers so assumed foley was leaking". Per the facility "2 rn's (registered nurse) found the balloon had no water in place, ultimately foley was removed and replaced". The customer did not report any serious injury related to the reported event. No additional information was provided. The sample has been returned and complaint was not confirmed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.